Event description:
Customer reported the system displayed an interlock failure during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interlock parts, high voltage supply regulator, and the camera. System operates as intended.